Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal fully covered stent was to be implanted in the mid-esophagus to treat a benign stricture during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician misdeployed the wallflex esophageal stent; consequently, the wallflex esophageal stent was placed above the stricture. The wallflex esophageal stent was removed from the patient with rat-tooth grasping forceps and another wallflex esophageal stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex esophageal fully covered stent was to be implanted to treat a benign esophageal stricture. Per the instructions for use (IFU), "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas". The stent is not indicated for the treatment of benign stricture.

Manufacturer narrative:
(B)(6). (B)(4).